Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Customer gave a correction bolus via the pump and a manual injection to address bg level. The customer reverted to manual insulin injections for backup insulin therapy.